Event description:
It was reported that a patient underwent a cardiac procedure with a pentaray nav catheter and a flush issue (device used in the patient) was observed. Initially it was reported that it was not possible to flush the pentaray nav catheter anymore. No patient consequence. Additional information was received on 21-oct-2025. The suspected device for the reported flow/irrigation issue was the device. The device was used in the patient. No pump involved, irrigation via pressure bag. No error, nurse noticed during procedure that there was no flow in the tubing. Steps taken to resolve the irrigation issue was to remove the catheter from the patient, control the fluid flow, tried to flush the catheter manually ( that was also not possible), and changing the catheter. No generator involved, issue was on the mapping catheter not the ablation catheter. No issues with flow rate change at the start of the ablation. The flush issue was originally considered non-reportable, however, bwi became aware on 21-oct-2025 that the device was used in the patient and have reassessed the event as reportable. The awareness date for this record is 21-oct-2025.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-nov-2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded close to the transition of the tip-shaft area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded was traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿flush¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿flush¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation tube was found folded close to the transition of the tip-shaft area¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).